Event description:
This follow-up report is being submitted to relay additional information. The screw reported on this medwatch is a subcomponent of one of the kits reported for this event. Therefore, this medwatch is not reportable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The unknown screw reported on this medwatch in d1 is a sub component of the kit items reported for this event on reports 0002242056-2023-00003, 0002242056-2023-00004, and 0002242056-2023-00005. Upon reassessment of the reported event based on additional information. This product did not cause or contribute to the reported event. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10. Corrections: d1.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products : item # 94-1400-04, lot 429742; a&e medical / thorecon¿ box cable plate kit (inc. Screws & cable), item # 94-1500-04-s, lot 424623; a&e medical / thorecon¿ auxiliary cable plate kit (inc. Screws & cable). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242056-2023-00003, 0002242056-2023-00005, 0002242056-2023-00004.

Event description:
It is reported the patient was revised of a sternal construct due to abnormal tissue responses over the plate sites. The surgeon indicated the possibility of a metal allergy reaction within the tissue. At the time of the revision, the sternal healing had been achieved well. Attempts have been made and additional information on the reported event is unavailable at this time.